Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) did not respond and would not depress at all. Manual compression was applied to achieve hemostasis, and the procedure was completed. There was no reported patient injury. After several unsuccessful deployment attempts, the physician removed the 5f exoseal vascular closure device together with the introducer sheath. The device was stored and prepared per the instructions for use (IFU) and opened in a sterile field, and no damage was observed on the device or packaging prior to opening. The device was used during an embolization of the gastroduodenal artery (gda) via a femoral approach; a 5 fr radial terumo catheter sheath introducer was used. At the femoral puncture site, angiography confirmed suitability with a 30¿45° insertion angle and vessel diameter =5 mm; there was no visible calcium or plaque, no access vessel tortuosity, no nearby stent, no greater than 50% stenosis, no prior closure within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. During deployment, the 5f exoseal vascular closure device and sheath were retracted together until pulsatile flow significantly slowed or stopped and the indicator window changed to solid black; no red color was seen during retraction. When attempting to depress the deployment button, it would not depress at all, and no excess force was applied. The physician achieved certification on the use of the 5f exoseal vascular closure device. The patient body mass index (bmi) was reported as greater than 40. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the deployment button of a 5f exoseal vascular closure device (vcd) did not respond and would not depress at all. Manual compression was applied to achieve hemostasis, and the procedure was completed. There was no reported patient injury. After several unsuccessful deployment attempts, the physician removed the 5f exoseal vascular closure device together with the introducer sheath. The device was stored and prepared per the instructions for use (IFU) and opened in a sterile field, and no damage was observed on the device or packaging prior to opening. The device was used during an embolization of the gastroduodenal artery (gda) via a femoral approach; a 5 fr radial non cordis catheter sheath introducer (csi) was used. At the femoral puncture site, angiography confirmed suitability with a 30¿45° insertion angle and vessel diameter =5 mm; there was no visible calcium or plaque, no access vessel tortuosity, no nearby stent, no greater than 50% stenosis, no prior closure within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. During deployment, the 5f exoseal vascular closure device and sheath were retracted together until pulsatile flow significantly slowed or stopped and the indicator window changed to solid black; no red color was seen during retraction. When attempting to depress the deployment button, it would not depress at all, and no excess force was applied. The physician achieved certification on the use of the 5f exoseal vascular closure device. The patient body mass index (bmi) was reported as greater than 40. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a crack was observed on the deployment lever button. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device and the cracked portion of the deployment lever. During this analysis, no abnormal conditions were observed in the internal mechanism. However, plastic deformations were observed on the cracked portion of the lever, considered to be due to possible excessive tensile forces applied in the affected area. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed during analysis of the device since the lever was able to be successfully pressed during the analysis with successful plug deployment. A crack was noted on the lever, probably due to the force applied that was reported in the original description of the event. The cause of the reported event could not be determined. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred the instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.